Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned to the manufacturer.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml morphine at a dose of 1.2 mg/day via an implantable infusion pump for malignant pain. It was reported that the patient's pump was at an uncomfortable angle so they were going in today to revise where the pump was located. The rep reported that the patient was also not receiving adequate therapy and had an increase in back pain so when the surgeon had opened up the patient to check the pump location, they also checked the catheter and it looked like the catheter was not completely connected to the pump. The catheter near the pump segment also seemed to be sheared. A dye study was performed and it showed the catheter was patent but the catheter didn¿t look good so the surgeon revised the pump segment of the catheter. Additional information was received from a manufacturer's representative (rep). It was reported that the "piece" was to be returned.

Manufacturer narrative:
The catheter was returned in segments, and analysis identified no significant anomalies. Analysis identified an occlusion in the catheter body, which was consistent with dried drug, blood or other foreign material. The occlusion broke loose during the decontamination process and passed subsequent patency testing. If information is provided in the future, a supplemental report will be issued.